Event description:
It was reported that this artificial urinary sphincter (aus) cuff extruded through the bulbar urethra. The physician believes this was caused by irradiation and the cuff compressing the urethra. Therefore, a surgical procedure was performed to remove the device. A re-implant surgery is planned after the urethra heals. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) cuff extruded through the bulbar urethra. The physician believes this was caused by irradiation and the cuff compressing the urethra. Therefore, a surgical procedure was performed to remove the device. A re-implant surgery is planned after the urethra heals. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. No damage or abnormalities were noted, and no leaks were identified in the cuff. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were noted during visual examination, and no leaks were identified; however, the balloon did not pass the functional test as the output pressure was reading above its specification. The pump was visually inspected, leak and functionally tested. A hole and a leak consistent with sharp instrument damage were identified. The pump passed the functional test. Based on the information available and analysis results, the reported clinical observation of the cuff not working properly could not be confirmed; however, the balloon not passing the functional test could affect product performance. The reported patient symptom of extrusion is a known risk associated with ams 800 procedures and are noted as such in the device instructions for use.